Event description:
Home pt's (hp) spouse contacted baxter's technical svc ctr (tsc) for assistance. During drain 4/4 of hp's homechoice treatment, hp received a "low drain volume" alarm. At that time hp noted that the pt line of hp homechoice set had a "slice" towards the end of the tubing, close to the pt connector of the homechoice set, where fluid was seeping out. Hp then attempted to seal the leak by taping the tubing, but was unable to stop the fluid from exiting through the "slice". At that point hp contacted tsc, who assisted hp in ending hp's treatment early and instructed hp to contact hp's nurse. In speaking with the hp, tsc advised hp to contact tsc immediately upon noting any kind of leak, rather than trying to fix it and inform hp's rn of the incident. No pt injury or medical intervention was associated with this incident, per hp.